Event description:
Resident was on shower cart. Nursing assistant had rresident on right side to pull up slacks. Nursing assistant heard a pinging noise and siderail on cart fell. Resident then fell from cart to floor landing in a prone position. 911 called, resident had fracture of right distal femur, also sustained bruises to face and left leg. Shower cart has been pulled from use related to siderail not operating correctly.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: telemetry failure, none or unknown, other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.